Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 25 mcg/ml prialt at 5.208 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient went home and their new pump started alarming. The sound was described as 3 beeps. It was noted the patient had a boston scientific stimulator and they thought that device or equipment used with it also beeps. The pump was from the hospital shelf and was interrogated prior to implant and there were no pending alarms. It was later reported that multiple motor stalls and recoveries occurred on (B)(6) 2016. The patient had not recently had an MRI. It was noted that the patient got a new cell phone in (B)(6) with a belt-clip holder that had a magnetic component. The patient was then advised to stop wearing the holder to see if it could be the cause of the stalls. X-rays were taken on (B)(6) 2016. Later it was noted that the patient's pump was still beeping even with the belt clip off his waist. The patient was given a live demo pump on (B)(6) 2016 to take home with him. No motor stalls were noted with either the demo pump or the implanted pump. The patient had not changed any factors other than taking the belt clip off his waist. It was stated that based on what occurred from "here out", they would decide if they would leave the pump implanted or not. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.